Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via telephone call that the insulin pump was giving a constant tone alarm, and the buttons were not responsive. The blood glucose reading was 470 mg/dl. The screen was still frozen after the battery was removed. The time on the display did not advance. The caller was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. She was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, displacement and rewind tests. The pump was monitored and had no audio beep anomaly, constant tone, or high pitch sound anomaly. No frozen screen was noted. The buttons responded properly. No flattened button dome switch or unlocked lcd keypad connector was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.